Manufacturer narrative:
H10: additional manufacturer narrative: this is one of four manufacturer reports being submitted for this article. Refer to medwatch number (B)(4) for additional events within the same article. The date of the event is unknown; however, according to the article, the study period was from (B)(6) 2008 to (B)(6) 2014. Thus, the first day of the reported study period ((B)(6)2008) was used as the occurrence date. Article citation: anselmi a, aymami m, tomasi j, d'alessandro g, langanay t, corbineau h, mancini j, flecher e, verhoye jp. Late clinical and echocardiographic results with the magna ease pericardial aortic bioprosthesis. Eur j cardiothorac surg. 2023 nov 24:ezad351. Doi: 10.1093/ejcts/ezad351. Epub ahead of print. Pmid: 38001032. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "late clinical and echocardiographic results with the magna ease pericardial aortic bioprosthesis", the following events were identified as pertaining to an edwards devices: 4 patients with a valve model 3300tfx implanted in aortic position presented severe prosthesis mismatch (ppm) after an unknown implant duration during follow up.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device was not returned to edwards for further investigation and no images or medical records were provided. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.